Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having cyst under tongue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information the patient alleged has a cyst under her tongue an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an yellowish dust-like contamination on top of the blower motor and the blower motor seal. The same yellowish contamination on the bottom of the blower box, blower outlet seal, rear panel outlet, and the air inlet, the blower cap seal and the blower outlet seal had a yellowish solid contamination similar to the dust like contamination, potential mineral deposit spots on the inside of the front lcd display screen panel and the inside of the rear air outlet panel, indicating potential water ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified.